Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. (B)(6): generator overloaded, system would not expose a1102: generator overload error d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000542, serial/lot #: -, ubd: unknown, UDI#: unknown g2: this event occurred in china, see section e. H3, h6: the system was serviced in the field. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the generator was over loaded.  There was no patient involvement. Additional information was received. I t was reported that the generator overload error occurred when they used the footswitch and the system would not expose. The likely cause was noted as tube arcing. The issue was able to be resolved by tightening the ring around the high voltage cable.